Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "catheter is leaking connection point of the hub and catheter. There was a delay to treatment. The patient was described as stable."

Event description:
It was reported that: "catheter is leaking connection point of the hub and catheter. There was a delay to treatment. The patient was described as stable."

Manufacturer narrative:
(B)(4). The report of a leaking valve was confirmed through investigation of the returned sample. The customer returned one multi-lumen percutaneous sheath introducer (mac) for analysis. Functional leak testing of the device in accordance with relevant testing standards did not reveal any leaks or anomalies of any kind; however, aspiration testing revealed that air-bubbles form when the inserted component is held at an angle. Consultation from r & d unit revealed angled catheters can contribute to the customer observing air-bubbles. The orientation of the inserted catheter and the pressure readings at the time of the reported event are unknown. A device history record review could not be performed, as a lot number was not reported. Therefore, the root cause could not be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.